Event description:
It was reported that an alert on a high voltage lead impedance greater than the upper limit was detected. The remote transmission showed the svc to can vector reached 125ohms triggering the alert. The trend for the past year has been near the upper limit for this vector and the gradual rise in impedance is likely a result of physiologic changes, not a lead integrity problem. The patient will continue to be monitored. No patient symptoms were reported.